Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during withdrawal of the guidewire from another manufacturer's cannula in the common bile duct, the coating of the guidewire's distal tip was observed to be damaged. No material fell into the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; "portions of the tip were detached."

Manufacturer narrative:
(B)(4) relates to (B)(4) "device or device component damaged by another device" for the reported event of tip damaged. A visual examination revealed that approximately .5cm of pebax tip material are hanging from the exposed corewire. The transition step of the pebax tip is also exposed, and the ptfe flare had been pushed back. The corewire was slightly scraped and the presence of adhesive was confirmed. The od of the guidewire was measured at three locations and is within od specifications. The condition of the returned unit was consistent with the customer complaint that "some coating on the distal tip of the guidewire was damaged". However, based on the investigations results of "the pebax had detached from the corewire", the device damage is greater than anticipated or described. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The instructions for use state: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire".